Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred intermittently. Customer's blood glucose (bg) level was 310 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of event is approximate and duration of stay was not known. The customer continued to use the pump for insulin therapy.